Event description:
(B)(6) 2022 (B)(4): information was received from a friend/family member regarding a patient who was implanted with an im plantable neurostimulator (ins) for gastric stimulation. It was reported that pt was told that their device battery would last 7 years and it only lasted 5 years. Caller stating pt has had their device replaced multiple times in the past. Caller also commented that during one of pt's implant surgeries, the surgeon made a mistake. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.